Manufacturer narrative:
Combination product: yes

Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (99 percent stenosis degree) in a moderately tortuous part of the mid lad. The stent could not be advanced through the heavily calcified lesion. On visual inspection, it is noticeable that the stent struts are bent and protrude outwards.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is deformed at its distal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause is related to the patients anatomy (i.e. Severe calcification).